Event description:
It was reported that a malfunction alarm occurred with code malf 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if any issues persist.